Manufacturer narrative:
H4: the lot was manufactured from august 17, 2022 - august 18, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multivitamins (mvi) on ports 6 and 7 of an em2400 valve set was leaking (further described as "creeping") into port 8 (k acetate). This was observed during preparation at the pharmacy using an automated compounding device, specifically during prime and verify step. The customer was priming lipids, then mvi and then k acetate on port 8. The customer would prime in the same sequence as their configuration pumping sequence order. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.